Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the report from hospital say: on (B)(6) 2024, ventilators were used to provide ventilation support to patients. During the daily quality control process of the nurse, it was found that the oxygen flow rate calibration could not be passed. Upon inspection, it was found that the internal oxygen cell was leaking. The oxygen cell was then replaced, and the calibration passed normally after replacement. The subsequent use was normal, and no harm was caused to the patient

Event description:
The following was reported to hamilton medical ag: the report from hospital say: on (B)(6) 2024, ventilators were used to provide ventilation support to patients. During the daily quality control process of the nurse, it was found that the oxygen flow rate calibration could not be passed. Upon inspection, it was found that the internal oxygen cell was leaking. The oxygen cell was then replaced, and the calibration passed normally after replacement. The subsequent use was normal, and no harm was caused to the patient.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.